Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process, after which the malfunction did not recur, allowing the customer to continue using the pump.